Manufacturer narrative:
The investigation did not identify a product problem. There were no follow up/corrective actions for the event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous high result was generated by the cobas e 411 immunoassay analyzer. The events involved a total of one patient with the following: one erroneous result for the elecsys prolactin assay. The patient's age requested, but not provided. The patient's weight was requested, but not provided. The patient's gender was requested, but not provided. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.